Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosis in the mid right coronary artery (rca) with mild tortuosity and heavy calcification. Pre-dilatation was performed with a 3.0 balloon dilatation catheter (bdc). A 3.25 x 33 mm xience alpine rx stent delivery system (sds) was advanced to the lesion and met with resistance at the lesion and would not cross. The sds was removed and pre-dilatation was performed again with a 3.0 non-compliant bdc. The xience alpine rx was re-advanced to the lesion and met with resistance and would not cross. The xience alpine rx was removed with a lot of resistance from the anatomy. Once outside the anatomy, the xience alpine rx was observed to have flared struts on the stent implant. The procedure was completed successfully after two shorter stents were implanted. There was no adverse effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.